Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was above normal power consumption on the ventricular assist device (vad). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed a gradual increase in power consumption starting on (B)(6) 2021, with a sharp increase in power consumption logged on (B)(6) 2021 to parameters above normal operating range; 80 high watt alarms were logged on (B)(6)2021. Power consumption returned to baseline on (B)(6) 2021. Information received from the site indicated that a device thrombus was suspected and the patient received intravenous anticoagulation and antiplatelet medications, which corresponds with the return to baseline parameters observed in the log files. Of note, it was reported that the patient was non-compliant with their anticoagulation medication in the days leading up to the event. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, issues related to the therapeutic use of anticoagulant and antiplatelet medications, including the patient's reported non-compliance, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction to section a4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cellulitis was located around the groin.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent a computerized tomography (CT) scan, which did not reveal any signs of a ventricular assist device (vad) thrombus. A transthoracic echocardiogram (tte) showed no significant changes compared to a prior examination. Additionally, the patient experienced significant hemolysis, and thevad displayed abnormal parameters consistent with reduced output, efficiency, and performance. In response, the patient was administered intravenous anticoagulation. During the hospital stay, the patient also developed subcutaneous fatty infiltration in the anterior left perineum may be associated with cellulitis ill-defined soft tissue and trace fluid signal in this region is nonspecific and may be infectious/ iatrogenic in nature. No definitive rim enhancing drainable fluid collection was identified. The patient received intravenous medication.

Manufacturer narrative:
###A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported high-power event was confirmed through log file analysis which revealed a gradual increase in power consumption starting on (B)(6) 2021, with a sharp increase in power consumption logged on (B)(6) 2021 to parameters above normal operating range; 80 high watt alarms were logged on (B)(6) 2021. Power consumption returned to baseline on (B)(6) 2021. Additionally, a review of the alarm file revealed 5 critical battery alarms involving (B)(6), (B)(6), and (B)(6). The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% rsoc. The observed critical battery alarms are additional findings not related to the reported event. The most likely root cause of the observed critical battery alarms can be attributed to the batteries depleting below 10%. Information received from the site indicated that a device thrombus was suspected, and the patient received intravenous anticoagulation and antiplatelet medications, which corresponds with the return to baseline parameters observed in the log files. Of note, it was reported that the patient was non-compliant with their anticoagulation medication in the days leading up to the event. It was further reported that the patient underwent a computerized tomography (CT) scan, which did not reveal any signs of a ventricular assist device (vad) thrombus. A transthoracic echocardiogram (tte) showed no significant changes compared to a prior examination. Additionally, the patient experienced significant hemolysis, and the vad displayed abnormal parameters consistent with reduced output, efficiency, and performance. During the hospital stay, the patient also developed subcutaneous fatty infiltration in the anterior left perineum may be associated with cellulitis ill-defined soft tissue and trace fluid signal in this region is nonspecific and may be infectious/iatrogenic in nature. No definitive rim enhancing drainable fluid collection was identified. The patient received intravenous medication. It was further reported that the cellulitis was located around the groin. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, hemolysis, and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, including the patient's reported non-compliance, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient had a suspected vad thrombus and had been admitted due to subtherapeutic inr at an earlier date than was previously reported. New information also included labs and intervention information for the adverse event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted for subtherapeutic international normalized ratio (inr) and had a suspected ventricular assist device (vad) thrombus. The vad was also indicated to have exhibited multiple high watt alarms. The patient was indicated to be non-complaint and had not taken anticoagulation medication or aspirin for four days. The patient received intravenous anticoagulation and antiplatelet medications and the inr goal was increased. The vad flows and power consumption decreased and the patient was discharged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient experienced elevated plasma free hemoglobin, elevated lactate dehydrogenase (ldh) of 494, anemia and decreased hematocrit/hemoglobin.

Manufacturer narrative:
UDI related data quality updates only. Corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6) was not returned for evaluation. The reported high-power event was confirmed through log file analysis which revealed a gradual increase in power consumption starting on (B)(6) 2021, with a sharp increase in power consumption logged on (B)(6) 2021 to parameters above normal operating range; 80 high watt alarms were logged on (B)(6) 2021. Power consumption returned to baseline on (B)(6) 2021. Additionally, a review of the alarm file revealed 5 critical battery alarms logged since (B)(6) 2021 involving (B)(6). The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% rsoc. The observed critical battery alarms are additional findings not related to the reported event. The most likely root cause of the observed critical battery alarms can be attributed to the batteries depleting below 10%. Based on the available information, the device may have caused or contributed to the reported event. Of note, it was reported that the patient received intravenous anticoagulation and antiplatelet medications, which corresponds with the observed decrease in power consumption to baseline parameters. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, hemolysis, and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, including the patient's reported non-compliance, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.